Manufacturer narrative:
The field service engineer determined that the sample probe was misaligned. The sample probe was aligned. Mechanism checks were performed and ise checks were performed; all were ok. Calibration and controls were run. The last calibration performed on 27-jun-2019 was not ok as there were calibration alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with ise indirect k, cl for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample was repeated on a second c 501 analyzer and the repeat results were believed to be correct. The sample initially resulted with a k value of 5.92 mmol/l, repeating as 4.59 mmol/l. The sample initially resulted with a cl value of 76.5 mmol/l, repeating as 105 mmol/l. No adverse events were alleged to have occurred with the patient. The k electrode lot number was v11, with an expiration date of 05-nov-2019. The cl electrode lot number was e40, with an expiration date of 22-oct-2019.